Manufacturer narrative:
This issue will not be investigated as a failure of the pump was not alleged. Device was functional and used for therapy following the dates the high blood glucose levels occurred.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that when the customer first started the pump, the customer experienced a difficult time managing blood sugar levels as the customer felt her health professionals did not do a good job taking care of her. Reportedly, the customer's blood glucose (bg) level was in the low 200's (mg/dl). The customer reported since switching to a team who manages her health and appreciates the pump, the customer has had "great" number and was doing very well.